Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in due to a forgotten password. A technical support specialist (tss) informed the customer to reach out the hospital's information technology department to reset the password, since the tss do not have access to reset it. The customer acknowledged and granted permission to close the case. The system functioned as intended after the technical support specialist serviced the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login due to a forgotten password. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.